Manufacturer narrative:
The pump stop event was reported against the pump under MFR. Report # 2916596-2019-04739. Serial number was not provided therefore UDI is not available. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported the patient presented to clinic with multiple no external power events and power cable disconnects in addition to the clock not set. The log file analysis captured the log file started with the default time stamp which continued throughout the log file. This was most likely due to the controller losing all external power and the external backup battery also drained which would cause the pump to stop and the clock to reset. The log file also captured 3 instances where power to the mobile power unit (mpu) was briefly interrupted causing no external power events. It is unknown if this is due to the mpu ac power cord coming loose from the mpu, ac wall outlet or loss of power to the house. There was no interruption in pump support during these no external power events. No further information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a no external power alarm was confirmed via the log file. A review of the submitted log file showed 240 events spanning an unknown amount of time due to the clock not being set. There were three no external power alarms activated while connected to the mpu due to both white and black lead voltages diminishing to 3 ¿ 5v. The backup battery was able to supply power to the controller until power to the mpu was restored. The alarm cleared on its own shortly after once power was restored. The alarm did not affect the controller's ability to operate the pump at the set speed. No other notable alarms were active in the log file. The mpu was not returned for analysis and is still in use. Additional provided information indicated that the serial number is unavailable, and the vad coordinator did not notice a loose ac cord. A root cause for the reported event was not conclusively determined through this analysis. No further information was provided. The manufacturer is closing the file on this event.